Event description:
The patient was revised because of pain.

Manufacturer narrative:
Update rec'd (B)(4) 2013 - pfs and medical records received. Revision operative notes indicated metal debris was present. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices with two members of the depuy engineering team found nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting, patient x-rays are not available for examination. Follow up was performed for primary and revision operative notes to assist in this investigation. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: previous examination of the returned devices with two members of the depuy engineering team found nothing outward to suggest product error. A search of the complaint database found no additional related reports for the lot code 2076014. A search of the complaint database finds additional reported incidents against lot code 1826577 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were received and reviewed. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.